Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/11/2015 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The complaint of the up arrow, down arrow and ok keypad buttons¿ response issue was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad was removed and there was no evidence of damage or contamination found on the button contacts. Unrelated to the complaint, investigation revealed a dim, discolored display and a cracked battery compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and okay buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.